Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on and the system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed in the device's downloaded error log. The device's machine flow sensor was replaced to address the issue. The component was found to be contaminated with dust and dirt.